Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, the patient developed a fever post usage of the arista ah product. Also reported is that the residual arista ah material was not removed from the surgical site following application as instructed in the instructions-for-use (IFU). The IFU supplied with the device identifies fever as a possible complication. The warning section of the IFU states, "once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation and aspiration" and also states, "arista¿ ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista¿ ah should be removed." Review of manufacturing records shows the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note, the date of event is estimated based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, the patient developed a fever post usage of bard/davol arista ah 1g. It was reported that residual arista ah material was not removed from the surgical site following application. As reported the fever resolved with no additional patient issue.